Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 , the patient experienced a permanent out of range signal. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.